Event description:
It was reported that pump touchscreen became cracked and shattered after pump was dropped and that touchscreen became unresponsive, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump.